Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 34.0, 42.0 and 45.0 cm from the proximal end. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. The embolization coil had offset coil winds. Conclusions: evaluation of the returned pod pc revealed that the pet lock was separated on the proximal end of the pusher assembly and the pull wire was retracted out of the ddt. If the pod pc is mishandled during use, the pet lock may inadvertently become separated and allow the pull wire to be retracted out of the ddt. If this occurs, the embolization coil will likely detach from its pusher assembly. Further evaluation of the returned pod pc revealed offset coil winds along the embolization coil. This damage may have occurred due to forceful manipulation against resistance during use. No other devices associated with the complaint were returned, and therefore, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (pod pc) and lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing a pod pc through the middle of the lantern. The physician decided to remove the pod pc; however, while retracting, the pod pc unintentionally detached inside the microcatheter. Therefore, the lantern containing the detached pod pc was removed and the coil was flushed out. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.